Event description:
It was reported that during percutaneous coronary intervention procedure, a balloon rupture occurred. Vascular access was gained via the femoral artery. The lesion being treated was located in a severely calcified and moderate tortuous distal right coronary artery. The lesion was treated with a 1.5mm and 1.75mm burrs. The 8mm x 3.50mm nc quantum apex balloon catheter was advanced with the intended use to pre-dilate the lesion when the balloon ruptured at 14 atm on the second inflation. The initial inflation was at 12 atm. The balloon was removed intact. The procedure was completed with a different device and the patient's condition is good.

Manufacturer narrative:
Age t time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).